Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was unknown mg/dl. The customer stated the pump alarm during normal use. The customer stopped troubleshooting and defected to blank display troubleshooting. The customer was advised that a battery out limit alarm during normal use may indicate a loose battery cap. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 150 mg/dl. The customer stated that the device has no physical damage. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer does not have a new aaa alkaline battery to test with the pump. The customer was advised that we will ship a replacement battery cap. The customer was advised that if pump screen doesn't come back on, revert to a backup plan until replacement battery cap arrives.